Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported it was difficult to insert the metal guidewire because the guidewire was bent and could not enter the patient's body. The PICC catheter cannot be further inserted due to the bending during the placement. The exact number of occurrences was not provided by the complainant. No further information was provided.